Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove and replace all components. The cause of the recurring incontinence was suspected to be a leak either in the tubing or at one of the connections. No further patient complications were reported.